Event description:
During use of the device for a non-clinical activity, the user reported that the system 1 ran on battery power and would not switch to ac power. After talking with the field service representative, the user was able to get the system 1 to run on ac, by resetting the circuit breakers. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.